Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead during the patient's deep breathing. This noise led to inhibition of pacing greater than 2 beats. It was noted though that the noise was noted but not sensed. This patient is device dependant. To date, there have been no reported patient symptoms associated with this clinical observation. The device was returned over four and a half years later for reported normal battery depletion and underwent standard analysis testing.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant advised that the situation continued to be monitored with an xray evaluation. As of today, the available information suggests these devices remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.